Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("fracture of the device") and device expulsion ("migration of essure device location of device: uterus") in a 22-year-old female patient who had essure inserted for female sterilisation. The patient's past medical history included multigravida, parity 4 and miscarriage. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy was performed), surgery (bilateral salpingectomy was performed) and surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and device breakage outcome was unknown and the device expulsion had resolved. The reporter considered device breakage, device dislocation and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device was not successfully occluded. Migration of essure device. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Event device expulsion was added. Lab data updated. Historical condition added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device"), embedded device ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac"), device dislocation ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac"), device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("pregnancy resulting in miscarriage") in a 22-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and miscarriage. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device, device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the device expulsion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Diagnostic results: migration of essure device. On (B)(6) 2009, she had hysterosalpingogram it was reported that essure tubes were not occluded and that essure coils were displaced in the uterus. (B)(6) 2011: hysterosalpingogram: a scout image was taken of the abdomen, which identified approximately 5 essure devices. Impression: bilateral fallopian tubes are patent. Essure devices appear to be within the pelvis / pouch of douglas. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs and mr received:case medically confirmed,reporters added and updated patient demographics. Updated historical condition and added laboratory data. Added events essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac, post implant pregnancy resulting in miscarriage. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device"), embedded device ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac/migration of essure device : pelvic/pouchn of douglas"), device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("pregnancy resulting in miscarriage") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diphenhydramine citrate;ibuprofen (motrin pm) and meloxicam. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the device expulsion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case: (B)(4). Diagnostic results: migration of essure device. On apr-2009, she had hysterosalpingogram it was reported that essure tubes were not occluded and that essure coils were displaced in the uterus. On (B)(6) 2011: hysterosalpingogram: a scout image was taken of the abdomen, which identified approximately 5 essure devices. Impression: bilateral fallopian tubes are patent. Essure devices appear to be within the pelvis / pouch of douglas. Failure to occlude (close) fallopian tubes) failed essure procedure. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Concomittant drug added. Ccc updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device"), embedded device ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac/migration of essure device : pelvic/pouch of douglas"), device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("pregnancy resulting in miscarriage / pregnancy (stillbirth or miscarriage)") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 4 and miscarriage. Migration of essure device. On (B)(6) 2009, she had hysterosalpingogram it was reported that essure tubes were not occluded and that essure coils were displaced in the uterus. (B)(6) 2011: hysterosalpingogram: a scout image was taken of the abdomen, which identified approximately 5 essure devices. Impression: bilateral fallopian tubes are patent. Essure devices appear to be within the pelvis / pouch of douglas. Failure to occlude (close) fallopian tubes) failed essure procedure. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, diphenhydramine citrate;ibuprofen (motrin pm) and meloxicam. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the device expulsion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the device"), the first episode of embedded device ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac"), the second episode of embedded device ("migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac"), device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("pregnancy resulting in miscarriage") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and miscarriage. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy was performed), surgery (bilateral salpingectomy was performed), surgery (bilateral salpingectomy was performed) and surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, the last episode of embedded device, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the device expulsion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, pregnancy with contraceptive device, the first episode of embedded device and the second episode of embedded device to be related to essure. Diagnostic results: migration of essure device. On (B)(6) 2009, she had hysterosalpingogram it was reported that essure tubes were not occluded and that essure coils were displaced in the uterus. (B)(6) 2011: hysterosalpingogram: a scout image was taken of the abdomen, which identified approximately 5 essure devices. Impression: bilateral fallopian tubes are patent. Essure devices appear to be within the pelvis / pouch of douglas. Failure to occlude (close) fallopian tubes) failed essure procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events depression and mental anguish added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the device'), embedded device ('migration of the device/essure were found and noted, 2 were embedded in the fundus of the uterus, 3 were embedded in the omentum of the posterior cul-de-sac/migration of essure device : pelvic/pouchn of douglas'), device expulsion ('migration of essure device location of device: uterus/ migration'), pregnancy with contraceptive device ('post implant pregnancy') and abortion spontaneous ('pregnancy resulting in miscarriage / pregnancy (stillbirth or miscarriage)') in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 4 and miscarriage. Migration of essure device. On (B)(4) 2009, she had hysterosalpingogram it was reported that essure tubes were not occluded and that essure coils were displaced in the uterus. (B)(6) 2011: hysterosalpingogram: a scout image was taken of the abdomen, which identified approximately 5 essure devices. Impression: bilateral fallopian tubes are patent. Essure devices appear to be within the pelvis / pouch of douglas. Failure to occlude (close) fallopian tubes) failed essure procedure. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2007 to (B)(6) 2008. Concomitant products included cyclobenzaprine, diphenhydramine citrate;ibuprofen (motrin pm), meloxicam and paracetamol since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy was performed). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, embedded device, pregnancy with contraceptive device, abortion spontaneous, depression and anxiety outcome was unknown and the device expulsion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 ,(B)(6) 2011. Patient received treatment for events ¿ pelvic pain , fracture, migration, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: essure tubes were not occluded; on (B)(6)2011: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and device breakage ("fracture of the device") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy was performed) and surgery (bilateral salpingectomy was performed). Essure was removed. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was not successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.